Event description:
It was reported that the lead was attempted but not used due to the helix of the lead not extracting or retracting properly. The lead was not implanted. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.